Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, while using the (B)(4), the 2.8mm guide pin out of the sterile pin kit got cold welded to the guide and it bent/broke off the drill. Surgical team tried to mallet the pin free from the guide with no luck. The surgeon free handed the pin and the case was completed.